Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), the monitor was unable to detect a signal from an electrode belt. The last patient to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The cause of the inability to read the ECG waveform is the loss of the -5vbn output voltage. The cause of the loss of -5vbn output voltage was improper output from u612, an inverting charge pump. The root cause for the improper output at u612 cannot be positively identified. No adverse event resulted from the defective u612. The last patient to use this monitor did not report any problems.